Event description:
Unexpected negative reaction was observed with cell #5 (heterozygous e positive cell) of panocell-20.

Manufacturer narrative:
The presence of the e antigen on cell 5 of the retention lot was confirmed. The customer did not return product or sample. The limitations section of the package insert for panocell states, "falsely negative test results can occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper washing of red blood cells, improper storage of test materials and omission on antiglobulin serum or test serum." There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.